Event description:
It was reported that the cuffs on the catheters are smaller, resulting in the catheter falling out of the patient.

Manufacturer narrative:
Record review, a review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. No changes to the cuff dimensions or material have been made. Additional information regarding the event, device, and patient were requested, but not received. We are unable to determine the cause or factors which contributed to this event. Many variables contribute to the encapsulation of a textile. There include factors related to surgical technique, patient hematology, and concurrent drug therapy.